Manufacturer narrative:
Product complaint # (B)(4). D6, h4: the information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported. E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation and medical records received. Plaintiff had a total hip arthroplasty on (B)(6) 2008 due to severe degenerative joint disease. Plaintiff underwent a total hip arthroplasty revision on (B)(6) 2023 due to significant osteolytic material noted throughout the proximal femur, grayish type fluid noted throughout soft tissue. Plaintiff underwent workup which showed that there was loosening of the femoral stem. This is a metal on metal articulation and cobalt and chromium blood levels were noted to be elevated and recommended that he proceed with revision of the femoral component and removal of the acetabular liner to convert to a dual mobility type construct. Plans were then made to proceed with revision of acetabulum and femur. Doi: (B)(6) 2008. Dor: (B)(6) 2023. Right hip.